Event description:
On (B)(6) 2011, the lay-user/reporter contacted animas on behalf of the lay-user/patient alleging that the patient received medical intervention for dka which according to the hcp may have caused a heart attack. In addition, the reporter claimed the subject insulin pump did not provide any occlusion alarm to alert the patient of a bent cannula issue. The patient was managing his diabetes with the animas insulin pump at the time of concern. On (B)(6) 2011, the patient had high blood glucose all day. Subsequently, he was taken to the ICU for dka where he was treated with IV drip for a blood glucose reading of 745 mg/dl the same day. His blood glucose was lowered to 452 mg/dl, then 300 mg/dl on (B)(6) 2011. Prior to the patient hospitalization, the patient was not sick; however, the reported noted that the patient was treated at the ER for a heart attack on (B)(6) 2011. The animas representative performed troubleshooting to evaluate the animas pump and to assess what caused the patients alleged elevated blood glucose. The total daily dose based on the basal and bolus amount are all accounted for. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. There were no issues such as leakage and air bubbles with the infusion set or the insulin cartridge. The patient admitted to occasional redness, bleeding and some lump in the skin. Reportedly, the patient had a bent cannula was he was admitted to the hospital. There was no change in the patient¿s activity, health, diet or medication. The animas representative concluded there was no pump malfunction associated with the alleged event. Based on the information the reporter provided, there is evidence to suggest skin integrity /absorption issues. The subject insulin pump is currently being investigating by the hospital staff and will not be returned until they are finished. This complaint is being reported because the patient allegedly managed his diabetes with the insulin pump and subsequently was treated for dka at the hospital.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).